Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and localized melting on bipolar yaw pulley, between the grips. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 8mm maryland bipolar forceps instrument became unusable and the power suddenly became impossible. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was observed. No patient injury or harm.